Event description:
Adverse event(s): ¿no pt injury reported¿ (no consequences or impact to pt). Product problem(s): ¿footswitch stopped working¿ (device issue). The nurse reported that at the very end of the case, as they were cleaning up for the next case, the system suddenly stopped working as if the footswitch was released. The footswitch was moved and the system was working again. The nurse called the company technical support specialist (tss) to assist with troubleshooting. The tss recommended unplugging and plugging in the footswitch cable and it worked again. The tss recommended replacing the footswitch. The following case was delayed about an hour while troubleshooting the issue. The pt had received eye drops, but was not prepped. No pt injury was reported.

Manufacturer narrative:
The footswitch has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. (B)(4).